Event description:
The customer reported that this device had battery problems during pt infusion. The pt was being infused with a hyperal drip. The minimum the device was running for was 24 hours, in which most of the time the device was plugged in. Right before the pt went to the restroom, the pump was unplugged. The pt went to the bathroom. When the pt returned to the bed, the screeching sound occurred and the device turned off. The customer tried to plug back in, but it didn't work. There was no apparent injury or intervention.